Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1260 was verified. The event log was unable to be downloaded due to the corruption of the memory on the circuit board. Service will replace the circuit board. Use testing was performed. The problem source is the faulty circuit board.

Event description:
Information was received that the cadd legacy pump had error 1260. No reported adverse effects.